Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. No scratches or indications of contact with an object were found with the probe and the grasping section. The device was combined with test equipment usg-400, esg-400, and td-tb400 and tested for activation using seal & cut button and seal button. The seal button and the seal & cut button could activate the device and there is no abnormality. The manufacturing record was reviewed and found no irregularities. Since we could not confirm the cause from the results of the actual product investigation, we could not find the true cause and could not completely identify the cause. Due to the device history record indicated no anomaly, it seems that there was no abnormality in the actual device. From the past investigation results, it is likely the event that cannot be sealed was caused by the following mechanism: *when treating a blood vessel and/or tissue, no squeezed the control handle firmly until the control handle touches the grip handle to stop. *to seal adjacent tissue, no overlap the edge of the existing seal. The above device handling has warned in the instruction manual as follows. *when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. *to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device, the patient suffered uncontrolled bleeding of the uterine arteries. The user facility previously used coagulation on several sections of the right uterine artery, using overlapping to try and seal it prior to cutting. Then user facility activated the cut/coagulation, and the patient started to bleed. Then the user facility activated coagulation several times without success. They used another bipolar device which was usually used, without success. The user facility changed the laparoscopic procedure to an open surgery to control the bleeding. As the result, the bleeding was controlled, and the procedure was completed without major problems. It was the first time for the surgeons who performed the subject procedure to use thunderbeat. During the procedure, the setting of intelligent tissue monitoring (itm) was "on". The subject device was used for two and half hours. The user facility stated that the bleeding was attributed to thunderbeat. There was no further report of patient injury associated with this event except the reported issue.